Event description:
Pt reported 5 weeks ago he had an epidural infection, that required the catheter to be disconnected from the implanted pump. The pt also reported experiencing pain at the topside of the pump, as well as a stinging sensation under his skin, where the pump and catheter were connected. Add'l details have been requested from the physician regarding the pt reported events, and a follow up report will be sent when further info is rec'd.